Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporter institution phone number (B)(6).

Event description:
A user report was received indicating there was insufficient/aborted alarm of the users via the monitoring center and the distributed alarm system care event with critical alarm. The device was in use on patient at time of event, there was no adverse event reported.

Event description:
It was reported the users aborted the alarms at the central station and the distributed alarm system on a critical patient. The alarm was generated at the central station and forwarded via careevent appropriately. Per the customer, the patient was cared for without delay and successfully resuscitated.

Manufacturer narrative:
Additional information was received which indicated that the patient was found and cared for promptly; however, it was noted that resuscitation was needed. Additional follow up for event details is ongoing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips received a complaint on the patient information center ix indicating that the users aborted the alarms at the central station and the distributed alarm system on a critical patient. The alarm was generated at the central station and forwarded via careevent appropriately. Per the customer, the patient was cared for without delay and successfully resuscitated. The remote service engineer followed up with the customer and was able to confirm that the alarm arrived at the control center in accordance with the rules and was forwarded via the careevent. The patient was found and cared for promptly. It was noted that the alarm parameters of the careevent have been adjusted to ensure that the people on duty are aware of them. Alarm parameters of the careevent were adjusted to ensure that people on duty are aware of them. Multiple attempts were made to obtain information regarding the circumstances of the event, patient impact, device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided. Based on the information available, the cause of the reported problem was not able to be established. The reported problem was not confirmed. It is known that alarm parameters were adjusted; however, no malfunction was identified. Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with no response from the customer. No further information was provided.